Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that he right atrial (ra) lead exhibited low impedance and noise with suspected insulation issue. The right ventricular (rv) lead exhibited rising impedance. Both leads remain in use. No patient complications have been reported as a result of this event.